Manufacturer narrative:
Conclusion: according to the information received the device shows no function confirmed by a leaking rechargeable battery during the repair process. A leaking electrolyte already corroded the button and started oxidizing some components. The welding seam of the housing and the inside of the top housing show damage most likely caused by strong mechanical stress. To date, there have been no reports of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
A rondo 2 was received at service _ repair with a leaking battery and a broken welding seam.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A rondo 2 was received at service _ repair with a leaking battery and a broken welding seam.